Event description:
Customer stated they are currently performing troponin correlations using the istat, vitros, and the loaner triage meterpro. They stated that correlation testing failing, with 6 out of the 8 results failing (4 values upon re-evaluation). No further patient information.

Manufacturer narrative:
Investigation into this issue is ongoing.